Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: no defect was found. "Pump not primed" warnings observed in the black box force readings do not reach zero. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed flow accuracy test and found to be delivering within required specifications. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient is a new pump user. Reporter states that she changed infusion set this a.m. And she received a call from daycare saying patient's blood glucose (bg) was 500m/dl, with his normal level of thirst and urination. Reporter states removed the infusion set and saw no bent cannula: is only using buttocks site, patient is very thin and has little subcutaneous tissue. Customer support (cs) review found reporter is inserting per IFU but was not filling the cannula when inserted, was filling it after priming while disconnected. Reporter also states that when she placed site this morning she did not fill cannula properly, also was not changing the cartridge every 3 days as advised, is using novolog, was changing the site and tubing every 3 days only. Cs discussed with mom she is changing site every three days and tubing, cartridge every 6 days. We discussed importance of changing site every three days changing everything, tubing, site and cartridge. She was changing this way to not waste insulin we discussed filling cartridge with 60u instead of 100u enough for prime. Also reviewed fill cannula each site change 0.3. Cs educated on insertion per IFU and also referred to online insertion guide as well, educated on filling the cannula as well. Bg is 589mg/dl at the time of the call and no symptoms noted at this time. Advised monitor bg now that infusion set is changed and to call back if not trending down and to call health care provider as well if needing further direction as far as additional insulin to give. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia possibly related to the user error in changing out supplies.